Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of this event ¿hooks when connecting¿ was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the videoscope cable exera ii had issues. It was noted the device ¿hooks when connecting¿ or was only possible to use with resistance. Additional information has been requested regarding event. If additional information becomes available, a supplemental report will be filed. There was no harm or user injury reported due to the event.